Event description:
It was reported that the patient had an international normalized ratio (inr) of 6 and a hemoglobin of 6.8. The stool old bleed was confirmed when the patient was hospitalized. A blood transfusion was given. The patient had an endoscopy and sigmoidoscopy on (B)(6) 2023 and a colonoscopy and capsule endoscopy on (B)(6) 2023. There was no active bleeding observed. There was no additional bleeding confirmed and the patient condition improved and was discharged on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.